Manufacturer narrative:
Conclusions - other: the burn was caused by skin-skin contact. Skin-skin burns are a known cause for rf burns during an MRI scan. The best way to prevent skin-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. It was also observed that high sar levels were used. Warning messages for these high sar levels were displayed on the sys. The operator has accepted to continue with high sar. No corrective action is required. These kinds of incidents can be prevented by separating bare skin parts of the pt by wedges or cushions. The instructions for use already contains extensive warnings.